Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: contamination an electrical problems identified. The most likely cause of no electrical continuity was due to corrosion on distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found corrosion on the distal end. The most likely cause of no electrical continuity was due to corrosion on distal end. There was no patient involvement